Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, self test and the displacement accuracy test. Failed battery test not confirmed. No hardware low level failures, interprocessor communication error or error 79 alarms noted during testing however, hardware low level failures with variable (09), interprocessor communication error alarms are found in the formatted history file due to a software error. No pump error generated if minute event is not received from motor processor or the sw watchdog task is not running properly or the hardware rtc date and time disagrees with the software maintained date and time (main). The date and time has reached value outside valid range. Alarms noted during testing however, pump error generated if minute event is not received from motor processor or the sw watchdog task is not running properly and the hardware rtc date and time disagrees with the software maintained date and time (main). The date and time has reached value outside valid range alarms were found in the formatted history file and isolated to the electronic assembly. Pump received with scratched case. Pump received with pillowing keypad overlay. Pump received with cracked retainer. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer was able to clear the alarm and was able to complete rewind. No harm requiring medical intervention was reported. The device will be returned for analysis.